Event description:
In january 2006 the lay user/reporter contacted lifescan on behalf of the lay user/reporter alleging that the one touch ultra meter would not power on. The senior medical affairs specialist mailed a letter in january 2006 since the pt could not be reached by telephone. In january 2006, the reporter attempted to test the pt's blood glucose level; however, the meter would not power on. The pt had been shaky, sweaty, experiencing a headache at the time of testing. The reporter then proceeded to test the pt on her grandson's meter and obtained a 43 mg/dl. The pt was administered juice and taken to the ER. The ER meter read 66 mg/dl. She was administered treatment intravenously and given food prior to being released. It would have been helpful to know how long the pt had been unable to test her blood glucose level, when she developed symptoms, her medicaion regimen, her testing frequency, and diagnosis at the ER. The customer care advocate (cca) verified that the pt had been using the correct type of test strips. The meter powered on with pressing the power button and insertion of a test strip all the way into the test strip port. The cca walked the reporter through setting the calibration coded. Although the reported issue was resolved, the meter, test strips, and control solution were replaced. This complaint is being reported since the pt had been unable to obtain blood glucose results for an unspecified length of time, developed symptoms of hypoglycemia, and required treatment for initial blood glucose levels of 43 mg/dl and eventually 66 mg/dl at the ER.